Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter. 1 device was received for evaluation. The event was not duplicated during testing as the device was seized; the device was found to be outside of specifications. The device was found to have non-stryker components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the device was overheated and experienced run-on. There was no patient involvement; no patient impact. 3pp.